Event description:
It was reported that one month and one day post a port placement procedure, the patient allegedly experienced pain and coldness during the chemotherapy. It was further reported that the catheter was allegedly broken and removed in time through imaging. Reportedly, the port was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation, one electronic photo was provided for review. An uneven crack was noted to the catheter tubing near to the cathlock. Therefore, the investigation is confirmed for the reported fracture issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and one day post a port placement procedure, the patient allegedly experienced pain and coldness during the chemotherapy. It was further reported that the catheter was allegedly broken and removed in time through imaging. Reportedly, the port was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.